Event description:
The customer reported her insulin pump ran out of insulin and he could not rewind it back to reset. His blood glucose was 130 mg/dl. The customer's blood glucose readings were not transmitting to the insulin pump. The customer stated when he used the bolus wizard to enter blood glucose and puts in carbohydrates none comes up. The customer was told that none comes up because the blood glucose is set to 0, programmed meter. The customer checked blood glucose, which was then 99 mg/dl and stated the insulin pump was not giving insulin at all. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.